Event description:
It was reported that the patient faced an event where infusion set fell off which led to high blood glucose and was addressed by manual injection on (b)(6)2026.

Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury.To date no additional information has been received. Should additional information become available, a follow-up report will be submitted.FDA Registration NumberReporting Site: 8021545Manufacturing Site: 8021545